Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a damaged downstream and upstream occlusion sensor. The sensors were replaced. The device then passed all functioanl tests.

Event description:
The device evaluation noted a damaged downstream and upstream occlusion sensor. There was no patient involvement.